Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen -off label location which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the cgm displayed glucose readings of approximately 120 mg/dl. Despite experiencing symptoms of feeling unwell, the patient relied on the cgm readings. Subsequently, the patient lost consciousness in the bathroom and was discovered by his wife, who immediately contacted emergency medical services. Upon arrival, paramedics performed a fingerstick blood glucose test. At that time, the cgm reading remained approximately 120 mg/dl, while the measured blood glucose level was 40 mg/dl. The patient was treated with intravenous glucose and fluids and transported to the hospital. The patient regained consciousness approximately two hours later. No additional medications were reported, and the patient was discharged on the same day. At the time of reporting, the patient was stable and feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when experiencing symptoms. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2026 when checked by paramedics. The data investigation found a difference in values that fall within the a zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.